Manufacturer narrative:
Initial.

Event description:
It was reported that after a recent supply change, the ilet pump¿s cartridge was empty and insulin was found in the pump motor area, consistent with a leak involving the reservoir. The user dried the device and completed a full set change, and a subsequent blood glucose value was 294 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage consistent with a seal issue, categorized as a leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.